Manufacturer narrative:
One (1) opened patient interface (pi) was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, or fibers. The reported issue could not be confirmed. Device history record (DHR) review was performed. No related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot. All devices meet material, assembly, and performance specifications at the time of product release. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. Johnson & johnson surgical vision will continue to monitor this type of complaints per global complaint trending. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that residue/smears were observed on the cone. The pi kit was replaced and the procedure was completed. There was no patient harm.